Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor was giving incorrect data. That it did not matched the lab results. The device was not changed out; however, another device was used to obtain blood parameters. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.